Manufacturer narrative:
Analysis summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that when attempting to activate the device on a generator a solid tone was received. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The reported that during a lower rectal work procedure, the surgeon / theatre sister claim that in the beginning of the procedure the shears were tested and the test went fine. However, when the surgeon started to use it started testing again - this repeated itself even though the theatre staff disconnected and connected the shears. They also changed the hand piece but the same thing happened repeatedly. Theatre staff had to change the shear. No patient consequence.